Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported by the sales rep, "during a left femur fracture, the surgeon was assorting the nail with a strike plate on and went to pull down on the gtn targeting device and snapped it completely off, the portion that¿s attached to nail. The surgeon attempted to put it back on to the best of his ability so he could align the proximal wholes to shoot the proximal screws, he was able to do so, caused a several minute delay".

Event description:
It was reported by the sales rep, "during a left femur fracture, the surgeon was assorting the nail with a strike plate on and went to pull down on the gtn targeting device and snapped it completely off, the portion that¿s attached to nail. The surgeon attempted to put it back on to the best of his ability so he could align the proximal wholes to shoot the proximal screws, he was able to do so, caused a several minute delay".

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received target device shows traces of a long and intense use identified by the general appearance of the surfaces. The device seemingly appeared to have been reprocessed quite often as indicated by the printing turning from white to fawn. More evidently, the device was found to be damaged from several locations with severe material deformation. The head part from where the metallic guide is attached, was found to be cracked in the middle. The metallic guide was also detached and was not returned for evaluation. Evidently the target device was hit severely all around during the procedure which led to such damage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the failure is user related. Appearance and evidences of the breakage surface indicate that the target device was hit during the surgery which led to its breakage. A target device is not meant to be hit under any circumstances. A warning is printed on the device itself: ¿do not hit¿. The IFU also warns the user that: ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate!¿ if any further information is provided, the complaint report will be updated.